Event description:
Reference number (B)(4). Event occurred in spain. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was kinked within 3 hours of insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Other event dates include (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 7.